Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter china that the reservoir of an infusor lv 5 device ruptured during filling. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.